Event description:
On (B)(6) 2011, the reporter contacted lifescan (B)(4) alleging that the onetouch veriopro (B)(6) owner's manual had incorrect information regarding instructions on how to set the date/time. The reported issue was not resolved with training. There was no reported patient impact associated wtih this complaint.